Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ft4 value of 1.83 ng/dl with a data flag (reference range = 0.932 - 1.71 ng/dl). The sample was stored frozen and was repeated on (B)(6) 2022, resulting in a value of 1.13 ng/dl. The ft4 reagent lot number was 57908100, with an expiration date of 31-oct-2022.

Manufacturer narrative:
Calibration and quality controls were ok. The field service engineer determined the mixer was not correctly aligned. The issue was resolved after the replacement of the mixer. The investigation determined the service actions resolved the issue.